Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal medication via an implantable pump. The indication for use of the patient¿s current pump was non-malignant pain and the current medication as of (B)(6) 2017 was morphine of an unknown concentration at a dose of 1.691 mg/day. It was reported on (B)(6) 2017 that the patient historically had symptoms of inadequate pain control/a return of symptoms when their pump ¿went out.¿ it was indicated that the hcp did not have any details around this event as it was just something the patient told them. No further complications were reported or anticipated.